Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec34-i10l-us is available in the USA with a 510k number k131855. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the objective lens broken. Based on the result, we concluded that it was caused due to the excessive force applied on the objective lens. In addition, our technician confirmed that the light guide cable buckled, the suction channel buckled, the root brace rubber (lg control body) cracked, the lg connector corroded, the nozzle gluing missing, the air nozzle deformed, the water nozzle deformed, the remote control buttons leak, the lg connector leak, the insertion flexible tube worn out, the distal body worn out, and the root brace rubber (insertion flexible tube) flared; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(objective lens broken).